Event description:
It was reported an arterial bleed requiring single-coil embolization occurred. Immediately following a cryoablation procedure treating a 2.9x2.4x2.2 renal tumor using an icepearl 2.1 cx 90 degree needle, imaging showed an arterial bleed at the site of treatment, treated with a single-coil embolization. It was noted that there were no issues during the insertion of the needle or malfunctions encountered during treatment. Cryoablation treatment was considered successful and the patient went home the same day.